Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having more pain down bilateral legs. The pain was described as aching, sharp, and radiates down the buttocks. The patient underwent an explant procedure. The explanted ipg was discarded. No further information could be obtained despite good faith effort.